Manufacturer narrative:
Result (B)(4) fowler brake clutch.

Event description:
It was reported that the customer has been experiencing fowler drift issues with the fowler clutch on the bed. No patient involvement or adverse consequences were reported.